Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: more than 3 curved openings in the anterior side, brown particles in the outer surface, and fluids inside the device. A leak test was performed which identified more than 3 openings on the device. Microscopic analysis was performed which identified: more than 3 curved openings in the anterior side displaying striated edge, consistent with the use of a surgical tool. A fill inspection was performed and identified no blockage in valve. Based on the device analysis the final assessment was: more than 3 openings due to surgical damage.

Event description:
Physician reported right side rupture of tissue expander. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: the following is a list of potential adverse events that may occur with breast implant surgery. The risks include: implant deflation/leakage, additional surgery, capsular contracture, infection, toxic shock syndrome, necrosis, hematoma, seroma, extrusion, breast pain, changes in nipple sensation, changes in breast sensation, dissatisfaction with cosmetic results (wrinkling, folding, displacement, asymmetry, palpability, visibility, ptosis, sloshing), calcific deposits, irritation/inflammation, delayed wound healing, hypertrophic scarring, breast tissue atrophy/chest wall deformity, difficulty/inability in breast feeding, and inability to adequately visualize breast lesions with mammography. In addition to these potential adverse events, there have been concerns with certain systemic diseases. Deflation - patients should be advised that the tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged tissue expander envelope.

Event description:
Physician reported right side rupture of tissue expander. The device has been explanted.